Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported the tibial component was completely de-bonded with no cement attached to the tibial component. He indicated the medial cement was loose with obvious fibrous material in the bone cement interface. He did not comment on the femoral component, and it was retained. The surgeon indicated the patella tracking was central and retained. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial revision system and depuy cement x 2. Doi: (B)(6) 2016; dor: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted previously on (B)(4). 2 unrelated non conformances on this batch. Micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.